Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: the structural balloon was used as normal, however, the grey seal on the cannula came loose towards end of case when laparoscope placed in and dropped into the pt. The seal was recovered with new product, there was no report of pieces falling into the cavity. The operating time and incision were not extended, and there was no blood loss. No pt injury was reported. Pt is fine.